Manufacturer narrative:
Implant regio 12 fractured. Construction was a removable prosthesis. Bone loss following implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.